Event description:
It was reported that sheath detachment occurred. An opticross imaging catheter was used to view the target lesion. However, upon insertion the physician kinked the device and broke the shaft. The procedure was competed with another of the same device. No patient complications were reported.